Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; overheating was duplicated. Further investigation revealed a broken rotor and drive shaft and a corroded motor cartridge. These parts including the bearings were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was called in for repair due to overheating during a procedure. The procedure was completed successfully with another device; no adverse consequences were reported and no procedure delay was also reported.